Manufacturer narrative:
Updated fields: b1, b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1 (brand name not provided, field should be blank) , d4 (fields should be left blank).

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing (4117): at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made to obtain additional information. If this information is provided, a supplemental report will be submitted. The associated intra-aortic balloon (iab) has been reported under medwatch 2248146-2021-00494. (B)(6).

Event description:
It was reported that during off-label use via axillary insertion, the cs300 intra-aortic balloon pump (iabp) displayed an "optical sensor calibration expired" message. Several attempts were made to recalibrate and reconnect the fiber-optic (fo) sensor with no relief to the message. It was noted that the waveform was dampened and an attempt was made to use the central lumen. It was then noted that the waveform was less dampened and therapy was able to be continued from the site. The fo connector was then disconnected. There was no patient harm and no adverse event was reported. Patient height: 165cm.